Event description:
It was reported that during a procedure of the predilated mid circumflex artery, the 2.5 mm x 23 mm xience prime was advanced but met resistance with the guide wire but reached the lesion. The guide wire and stent delivery system were removed from the anatomy together and it was noted that the guide wire tip was unraveled and the xience prime stent tip was distorted. The physician used a second guide wire to cross the same lesion but resistance was met. The circumflex was predilated again using a 2.5 mm x 20 mm voyager balloon. After removal of the devices, it was noted that the advance guide wire tip was damaged and unraveled. A third advance guide wire was advanced and smoothly crossed the lesion without incident. A drug-eluting stent was deployed and the procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.5 x 20 mm voyager nc; guide wire: hi-torque advance (x2). Analysis of the returned guide wire noted blood and contrast on the tip coils which is consistent with the guide wire being used in the patient as reported. Evaluation confirmed the reported stretched tip as the guide wire coils were stretched distal from the center solder for a length of 2.5 millimeters (mm). There was a bend in the tip, 4 mm proximal to the tipball. The noted stretched coils and bend in the tip are consistent with interaction with the lesion and other devices as no damage was reported during inspection prior to use. The tip was tugged on to confirm that the core was intact. Analysis of the returned stent delivery system (sds) noted blood and contrast on the stent implant and on the balloon. The stent implant was stationary on the balloon between the markers. There were flared struts at the distal end of the stent implant. The yellow protective sheath was returned over the stent and the stylet was returned advanced through the tip and guide wire lumen. The outer diameter of the solder joints were measured and met manufacturing criteria. The outer diameter of the guide wire core proximal of the solder joints were measured and met manufacturing criteria. The inner diameter of the sds tip and guide wire exit notch were measured and met manufacturing criteria. Resistance between devices can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of the wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. Additionally, in certain circumstances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and could lead to resistance. Analysis could not confirm the reported resistance between the devices as the guide wire was backloaded and removed from the returned sds with no resistance noted. In this case, a conclusive cause could not be determined for the reported resistance, however, there is no indication of a product quality deficiency. A review of the lot history record for the reported lot revealed no nonconforming material records which would have contributed to the reported stretched tip and resistance between devices. A query of the complaint-handling database was performed and revealed no other incidents reported for resistance with another device. Manufacturing performs visual inspection of the guide wire tips after being loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on-line reliability testing to verify product quality.